Event description:
A customer reported that their insulin pump fell three stories at a construction site, resulting in the pump splitting into two pieces and becoming non-functional. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.